Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the consumer experienced glare and starburst throughout the whole daytime. Additional information was provided indicating that the consumer failed the driver's license test due to the glare/starburst and poor distance vision.